Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed once in the patient and met all release criteria. The physician released the closure device and successfully implanted the device in the laa of the patient. A small baseline pericardial effusion noted before the procedure remained the same post procedure. Post procedure while in recovery the patient was noted to have a circumferential pericardial effusion with cardiac tamponade. The patient underwent a pericardiocentesis where 200ml of fluid was removed. The patient was brought to the intensive care unit to recover from this event. No other complications were reported to have occurred, and the patient is expected to make a full recovery from this event.